Manufacturer narrative:
(B)(4). Date sent: 10/08/2025. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #a97m93, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoidectomy procedure, they used gold reload for distal firing as surgeon reported distal bowel feeling thicker than proximal bowel. They fired after maneuvering for the correct angle. The stapler operated as expected. After firing completed, the surgeon let out an expletive, turned out the registrar fired across a stent. They cut out the staple line and had to staple lower on the bowel - mid-rectum. The joining anastomosis and leak test were all successful. Surgeon reported essentially they nicked the end of the stent, he was dually impressed with the stapler cutting through the titanium mesh stent. The registrar reported she felt less tactile feedback as the powered firing took over versus a gia manual stapler. The procedure was completed successfully with a delay of 45 minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2025. Additional information was requested, and the following was obtained: 1. Has the patient shown any signs of developing a surgical site infection due to the extended surgical delay? No. 2. Was there any patient impact from nicking the end of the stent? The staple line had to be excised to remove the titanium mesh of the stent that was cut & stapled across. Then the bowel anastomosis was accomplished lower on the bowel / mid rectum. 3. What was the patient outcome of the procedure? I followed up one week post-op and the surgeon said recovery was as per expectations.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. D4: batch #511d00. Corrected data: h4, h6 (health effect - impact code). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 511d00, and no non-conformances were identified.